Manufacturer narrative:
On (B)(6) 2019 customer complaint has been received involving enterprise 9000x bed. Complaint was raised by the kindred hospital the palm beaches, located in the USA. Following the information provided - while pressing the backrest section button of the bed, the bed moved in the different direction that requested - went down instead of going up. There was no indication, whether the issue occurred when there was a patient lying on the bed. No injury or the medical intervention were reported. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed inspection. The service technician performed a reset of the bed, tested the bed and confirmed that all bed functions were working as per manufacturer's specification. Malfunction, reported by the customer, was not observed by the arjo service technician. It needs to be emphasized that the enterprise 9000x bed was checked before being distributed to the customer to verify if the product meets the required manufacturer's specifications. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Additionally, no other complaints related to claimed serial number were found in the past. Upon the conducted investigation and bed inspection, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not have been recreated. The backrest section of the bed moved in the different direction that the recommended one and from that perspective, the enterprise 9000x bed did not meet its performance specification. Although no injuries were reported in relation to this incident, the complaint was decided to be reportable due to an allegation of an uncommanded bed movement occurrence and our cautious approach.

Event description:
On (B)(6) 2019, customer complaint has been received involving enterprise 9000x bed. Complaint was raised by the kindred hospital the palm beaches, located in the USA. Following the information provided - while pressing the backrest section button of the bed, the bed moved in the different direction that requested - went down instead of going up. There was no indication, whether the issue occurred when there was a patient lying on the bed. No injury or the medical intervention were reported.